Manufacturer narrative:
Pt age, weight, and activity level are not known. Pre-op x-ray in lateral view shows disassociation indicating instability of joint. Metal support post is sticking out by .030-.040" on back side, which possibly is due to steam sterilization. Backside shows deformation damage to one dovetail lip and engraved marking has diminished indicating wear. Condyle surfaces show scratch lines and few pitting marks. Support post doesn't show any notable damage and is dimensionally conforming. It is not known whether the screw was tightened to recommended torque level or not. Cause could not be definitively determined based on the available info. Results and conclusions: articular surface exhibits slight wear to condyles and support post has been dislodged. Surface exhibits signs of water spots, indicating it may have been autoclaved. Device history records indicate MFR to specification.

Event description:
It is reported that the device was implanted in 2006. Post-op, the polyethylene articular surface separated and was revised in 2007.